Event description:
Pt underwent enucleation procedure (date unk) followed by implantation of hydroxyapatite obrital prosthesis implant along with ocu-guard orbital implant wrap. At 1 year post-implant pt presented with chronic pain in eye socket, requiring removal of the device.